Event description:
Per the clinic, the patient experienced poor performance with the device from activation. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 17, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 9, 2022.